Manufacturer narrative:
Additional information was requested to clarify on any prior lvad implanted since patient was implanted on the same day as the event.

Event description:
Additional information: it was reported that acute respiratory failure was due to lvad. An lvad was implanted as a treatment.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (b)(6. Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until ultimately expiring on (B)(6) 2018 (via implant ID 499633). No product is available for investigation. The current heartmate 3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was extubated post operation day 3. The pulmonary physicians documented arf since extubation did not occur within 24 hrs post implant. The prolonged ventilator support did not meet criteria for the intermacs adverse event definition of respiratory failure (> 6 days on vent support).

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had acute respiratory failure. No further information was provided.